Manufacturer narrative:
During before use check, customer reported monitor failure. The getinge field service engineer (fse) evaluated the issue and confirmed the issue. He then opened monitor, and replaced video generator board. The cable coiled cord connection cable was also preventively replaced. Then he performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit had monitor failure. There was no patient involvement.